Event description:
Drug/diluent: ropivacain 0.2%; fill volume: 400ml; flow rate: 6.0ml/hr; procedure: unk; cathplace: unk. It was reported that the bolus button was stuck in the depressed position. The red tab was pulled and the button popped back up. The pump was almost empty when removed from pt. Pump was filled on (B)(6) 2012 at 1:54 and removed on (B)(6) 2012 at 10:00am.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release.